Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448213m number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Blood pressure decreased after returning to the room. Drainage was performed as intervention. The course was good after drainage. The physician commented that causal relationship to the product is unknown. The physician said that the product was used as usual and there was no evidence of steam pop. The physician¿s opinion on the cause of this adverse event is unknown. This adverse event was discovered post use of biosense webster products. Prior to noting the cardiac tamponade, ablation was already performed. Patient outcome from the adverse event was reported as improved. A smartablate generator was used during this procedure.